Event description:
It was reported that during final turn of an sacral-alar-iliac (sai ) screw placement, the t27 portion of the driver sheared off, rendering the driver inoperable. The broken tip remains in the implanted screw, covered by a rod and set screw. The difficulty resulted in a twenty minute delay to the procedure and there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Dom = (B)(6) 2013, (B)(6) 2013; visual inspection of the returned mis polyaxial screwdriver indicated that the fracture was located at the driver¿s distal tip. The second half of the distal tip was not returned as it remains in the implanted screw, covered by a rod and setscrew. A review of the device history record found no issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the instrument found there were no related complaints associated with screwdriver tip breakage. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. Although the root cause of the screwdriver tip becoming fractured cannot positively be determined, scanning electron microscopy analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extended around the center of the shaft. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this screwdriver, nor there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.